Event description:
The customer, a biomed, contacted physio-control to report that their device would not power on in ac or dc mode. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The customer, a biomed, advised that after further inspection with their device they found that an internal cable had come unplugged, which prevented the unit from powering on. The internal cable which was loose is unknown as it was not accurately identified by the biomed. After reseating the cable, and ensuring that all other connections were properly seated, the biomed confirmed proper device operation through functional and performance testing. The unit was then placed back into service for use. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.